Event description:
A customer reported an issue with their continuous glucose monitor (cgm), specifically encountering error 42. There was no adverse impact to the customer¿s blood glucose level. Customer service provided pump reset instructions, guided the customer through the reset process, and advised waiting 20 minutes before starting a new sensor session. Following the reset, the error did not reappear, and the customer understood the guidance provided.